Event description:
It was reported that a patient underwent a cutting and restoring the proximal humeral fracture with steel plate internal fixation procedure under general anesthesia on (B)(6) 2025 and suture was used. The patient was admitted to the hospital, with the main complaint of "swelling and pain in the right upper arm accompanied by functional impairment for more than a month due to a fall injury". The preliminary diagnosis was a fracture of the proximal humerus, with a t value of 36.2, p value of 81 beats per minute, r value of 20 beats per minute, and bp value of 189/96mmhg at the time of admission. On the fourth day after admission, surgery was performed at 13:00, during which the rotator cuff was sutured and fixed to the steel plate by pulling, but the suture broke. At this moment, vital signs: t: 36.4 p: 82 times/min spo2: 99% r: 20 times/min bp: 136/85mmhg. Replace the suture again and re suture, pull and fix it. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.